Manufacturer narrative:
Follow up #1 - correction - 11/04/2015: the category / sub-category in the initial 3500a report should have been error messages / error unknown. This was discovered after this pi was reviewed by customer service. No further additional information relating to the complaint was received.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging other message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.